Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed surgical tool marks on the top cover. This is believed to have occurred during revision surgery. In addition, damage was observed on the antenna coil wires and the silicone overmold. The photographic imaging inspection confirmed antenna coil breaks. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock was verified during this analysis. This device had broken antenna coil wires, which was determined to have caused the loss of lock. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed surgical tool marks on the top cover. This is believed to have occurred during revision surgery. In addition, damage was observed on the antenna coil wires and the silicone overmold. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed silicone tool marks on the top cover. This is believed to have occurred during revision surgery. In addition, damage was observed on the antenna coil wires and the silicone overmold. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. This is an interim report.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.